Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 4101, serial number: (B)(6), model/catalog description: f15, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient with this neurostimulator underwent a lead revision after the patient stated that their implanted battery got caught on a chair and pulled their device. The patient and the physician believed that this led to lead migration and a decrease in efficacy from their device. The battery was not impacted. The patient began experiencing adequate efficacy after the procedure. There were no patient complications. The patient fully recovered.